Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment the device was difficult to remove from the pt's artery. The device was removed using the access ports and hemostasis was achieved using manual compression. The locator wings were noted to be damaged/bent when the device was removed from the pt artery. There were no reported adverse pt effects. Though requested, no add'l info was available.